Manufacturer narrative:
Other text: no lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the patient had a high pressure alarm on one of her pumps. The patient switched pumps and then high-pressure alarm was on again. Unknown if problem was caused by pump or cassette ER external blockage in her line. No other information provided. Fault occurred while in use with a patient. The product issue was not the cause or contributed to a patient injury. The infusion is life sustaining.